Event description:
Assistant surgeon using long metz scissors during surgical procedure to remove aortic graft. Instrument broke while attempting to use. All pieces recovered. No injury to patient per surgeon.